Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the reported issue. Customer contact reports no patient information available. (B)(4).

Event description:
#12 the hospital reported that the system shut down during a procedure causing a loss of mechanical ventilation. There was no report of patient injury.